Event description:
Attorney alleges patient suffered and continues to suffer injuries relating to "defective sprint fidelis leads including, but not limited to, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge that he could at any time be subjected to further injuries associated with the defective leads, as well as by the knowledge that he might be advised to undergo additional surgery to correct, remove and/or replace the defective leads in the future." Further alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not in use at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.